Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level was 546 mg/dl near the beginning of the call. Near the end of the call, customer's blood glucose level had come down to 526 mg/dl. Customer stated that he treated himself with a bolus during the call and declined to troubleshoot for high blood glucose levels. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.